Manufacturer narrative:
Conclusion: a device history record review could not be performed as the serial number was not provided. From the limited information received the valve remained implanted. A conclusive cause of the regurgitation could not be determined from the limited information available. Based on the risk analysis and historical trend, cuspal tear and/or commissure dehiscence were the most common failure modes (mechanism) which could lead to regurgitation. Calcification would be one of the most common causes for these failure modes. However, without the failure mechanism and the return of the valve for analysis, a root cause of the regurgitation cannot be determined. Regurgitation related risks are addressed in the current risk management file. This report is being submitted as part of a historic clinical review of events contained within the (B)(4) study. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 3 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to severe aortic regurgitation. No further adverse patient effects were reported. Patient medical history: severe kinking of the femoral vessels; severe tricuspid regurgitation; coronary artery disease

Manufacturer narrative:
A device history record review could not be performed as the serial number was not provided. Since the intervention was reported as a valve-in-valve procedure, this valve remains implanted, and therefore, it could not be returned. Without the return of the valve for analysis, a true root cause of the severe regurgitation cannot be determined. A variety of factors could cause severe regurgitation after the reported duration of the implant. Based on the risk analysis, historical trend, and investigation cuspal tear (leaflet damage) was the most common failure mode (mechanism) which could lead to severe regurgitation. There are several potential causes could cause the leaflets damage including: implant condition, specifically damage of the leaflets during implant which progresses over time. Valve distortion during implant. Distortion of the annular ring can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. In addition, distortion of the annular ring (oval) can result in more contact of the leaflet onto the cloth and lead to leaflet tears. Calcification is a known common cause of leaflet failure. The mechanisms for bioprosthetic heart valve tissues calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.